Manufacturer narrative:
Clinical investigation: a likely temporal relationship exists between continuous cycling peritoneal dialysis (ccpd) treatment with the liberty cycler and liberty cycler set and the patient¿s streptococcus vestibularis peritonitis which required in-patient hospitalization. However, there is no documentation to support a causal relationship. Streptococcus vestibularis peritonitis may be caused by hematogenous spread from dental procedures or transluminal contamination with oral flora. The source of the patient¿s streptococcus vestibularis peritonitis is unknown. The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient was hospitalized from (B)(6) 2017 for peritonitis. The organism that was cultured from the peritoneal effluent was streptococcus vestibularis. The source of the peritonitis was unknown. The pd nurse reported that the patient is on a course of ancef and continues pd therapy as scheduled. No further information has been made available at this time.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. Therefore, the reported complaint could not be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets (catalog 050-87212) shipped to this account within the selected time frame. A records review was performed on all lots identified. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.